Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) presented a false blood detected alarm. No adverse event, patient harm or death was reported.

Manufacturer narrative:
This complaint has been cited as a duplicate of another. Going forward, please note that all relevant information for this complaint will be captured under report (B)(4).

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) presented a false blood detected alarm. No adverse event, patient harm or death was reported..